Event description:
There has been no report of serious injury or illness associated with this complaint. A product problem has been confirmed and has been determined to be likely to result in a serious injury or illness should it recur.

Manufacturer narrative:
The lab evaluation indicated that the complaint for priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Additional findings: pole clamp loose; fault code present. Priming error due to broken cassette door pivot point.